Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Additional information the endoscope was sent for repair; however, it has not yet been returned to pentax medical. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 03-jul-2025, pentax medical became aware of an event involving a pentax medical video colonoscope model ec38-i10m, serial number (B)(6) in china within the apac region. During the pre-use inspection of the endoscope, damage to the insertion tube and liquid ingress into the interior were confirmed, and it was found that the device was damaged. As a result, the use of the endoscope was discontinued, and the patient's procedure was delayed. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
D4: primary unique device identifier (UDI) #: not applicable - device manufactured before UDI regulation. H4: device manufacture date is unknown because the device was manufactured prior to UDI regulations. Correction information: b4: date of this report - updated. G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - medical device problem code, type of investigation, investigation. Findings, investigation conclusions. Additional information: d8: was this device ever serviced by a third party? D4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary: the reported event was a broken ift. A pentax medical engineer confirmed with hospital staff that the malfunction was found during the leak test. No harm was caused to the patient. The ift was wrinkled and worn out, which resulted in leakage. Based on the investigation, the potential root cause of this failure was that wrinkles had formed on the ift due to aging. The device was repaired by a third party and returned to the hospital. The hospital was reminded to ensure that daily operations and reprocessing procedures comply with the IFU. Investigation completion and return date: 15-jul-2025. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was released under normal conditions and passed all required inspections. Although the manufacturing date could not be verified because the device was manufactured prior to UDI regulations, the approval for shipment and the actual shipping date were confirmed as 07-sep-2015. There were no reworks or concessions. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.